Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen baclofen at a dose of 360 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient's pump had eroded though his skin as a result of the patient recently starting to use a new motorized wheel chair and the harness was rubbing on the patient's pump site. The hcp wanted to move and replace the pump. The hcp also removed and replaced the pump segment of the patient's catheter. No troubleshooting was performed. The pump was replaced and the pocket site was moved to the opposite side (the new pump was now placed on the patient's right abdomen). The pump segment of the catheter was also replaced. The old pump segment of the catheter was cut and the midline incision and a new pump segment was placed and tunneled to the new pocket and connected to the new pump. Patency was confirmed. The issue was resolved at the time of this report and the patient's status was "alive - no injury". No further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the revision was due to a new seating system that rubbed against the pump and eroded the skin over the pump. The pump was revised on (B)(6) 2017 and the patient got a new pump and pump segment catheter. The pump was filled with gablofen.